Manufacturer narrative:
The device was returned to mmdg and evaluated. The evaluation included a visual inspection, volumetric accuracy testing, and a review of the device's internal event log. A review of the device's history record showed all acceptance records present, and show no non-conformances. During testing the pump failed the volumetric accuracy portion. The pump was repaired and tested a second time, at which point it passed.

Event description:
The initial reporter stated that the pump did not work. They were not able to provide any other information. The device was not being used on a patient. (B)(4).